Manufacturer narrative:
Calibration was last performed on (B)(6) 2024. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The customer replacing the filter on the external water tank resolved the issue. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer replaced the filter on the external water tank. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial calcium result was 2.70 mmol/l. The customer was prompted to repeat the sample as the initial result did not match the patient's clinical diagnosis. The repeat result was 2.17 mmol/l. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.